Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead was observed on stored episodes. Lead sensitivity had previously been adjusted to avoid the twos. Programming options were discussed should the twos recur. The lead remains in use. No patient complications have been reported as a result of this event.